Event description:
Additional information reported stated that on (B)(6) 2015, that upon review of the egm the device exhibited intermittent oversensing of the wide qrs. No intervention or patient symptoms were reported.

Event description:
It was reported that the pt presented in clinic for a routine follow up. The pulse generator exhibited oversensing. The device was resolved by reprogramming. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.